Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. No records were available per the device deficiency report. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. Though a root cause cannot be definitively determined, it was reported that the left hypogastric artery was occluded prior to the evar and the right hypogastric artery was occluded with coils during the evar. The inability to preserve one hypogastric artery is a cautionary product use condition and very likely could have caused the buttock ischemia. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar incidents.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implant of the alto abdominal stent graft system on (B)(6) 2023. The 30 (thirty) day routine confirmed buttock claudication. The patient will continue to be monitored.